Event description:
It was reported that the customer's device would not operate on either ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac or dc power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.